Event description:
One day after undergoing dual stent placement, the patient complained of chest pain in the hospital. St elevation was confirmed. An angiogram was conducted and thrombus was observed in the implanted cyphers. To treat the thrombus, (poba) plain old balloon angioplasty was conducted with a 3.0x19mm balloon at 16 atmospheres for 30 seconds (x2). The physician's commented that the circumferentially calcified lesion prevented complete dilatation, and the inability to completely dilate the vessel caused the sat event.